Event description:
It was reported, that one of leads was loose. No additional information obtained. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).